Event description:
Additional information received reported that there were no noticeable malfunctions to cause the issues of high impedance. The reporter stated that the patient was doing well and was receiving effective therapy. A follow-up report will be made if additional information becomes available.

Event description:
Follow up information received on (B)(6) 2012 confirmed that the patient's ins had high impedances. The company representative reprogrammed the patient not using the affected electrodes. Additional information received on (B)(6) 2012 reported that the patient had a revision of one of their leads that was placed in the occipital region. It was noted that 3 to 4 of the 8 electrodes had high readings. The physician wanted to place a new lead in a different area in the patient. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that the implantable neurostimulator was implanted following an MRI of the patient's head and low lumbar spine a couple months ago. Prior to the MRI, the previous ins was removed, but the leads were left implanted. The manufacturer representative did not believe the leads had been capped during this time, but this was unconfirmed. When a new ins was implanted, the right lead showed high impedance measurements and the patient experienced a loss of therapeutic effect and did not have stimulation on the right for occipital nerve pain. A revision was performed on (B)(6) 2012 to check the lead. The lead was wiped down and reconnected to the ins as it may have become disconnected; the impedance issue then resolved with that lead. The patient also reported a burning sensation and "random heating sensation" at the pocket. The sensation was described as a "jabbing" feeling that occurred with stimulation powered off and powered on. Impedance measurements on the right side on the date of report ranged from 300-660 ohms (referenced to #0); everything with electrode 15 was high but there were no other impedances in the out of range box. Electrode pairs 8-11 and 11-13 measured less than 50 ohms. The patient was programmed to 11+, 12, 13-, 14. The patient had to recharge the ins within a few days of the revision and was charging more than expected. The patient could not get the ins to charge above 50% and it was depleting quickly when using stimulation. There were typically 0 coupling bars. The patient was having coupling and communication issues and there was some swelling at the pocket (in the scapula/shoulder area). The pocket site felt "lumpy." The manufacturer representative could feel the ins and vaguely feel all 4 corners. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension.